Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) penfill holder was broken [device breakage] penfill holder was broken which led to incorrect dose [incorrect dose administered by device] the cartridge holder detach from the pen body [device issue] hyperglycemia [hyperglycaemia] the needle attached to the pen in between injections. [Product storage error] dialling clicks to estimate the dose of the product, accidentally or intentional after assembly the patient didn't check the insulin flow [wrong technique in device usage process]. Case description: this serious solicited report from egypt was reported by a consumer as "penfill holder was broken(device breakage)" with an unspecified onset date , "retinal haemorrhage(retinal haemorrhage)" with an unspecified onset date , "penfill holder was broken which led to incorrect dose(incorrect dose administered by device)" with an unspecified onset date , "the cartridge holder detach from the pen body(device component detached)" with an unspecified onset date , "hyperglycemia(hyperglycemia)" with an unspecified onset date , "hypertension(hypertension)" with an unspecified onset date , "the needle attached to the pen in between injections.(device stored with needle attached)" with an unspecified onset date , "dialling clicks to estimate the dose of the product, accidentally or intentional after assembly the patient didn't check the insulin flow(wrong technique in device usage process)" with an unspecified onset date and concerned a patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , mixtard 30 hm penfill (insulin human, insulin isophane) from unknown start date for "product used for unknown indication", since last submission, case has been updated with the following information: -medically significant for the event hyperglycemia was unticked. -narrative updated accordingly. References included: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2024-00147. Reference notes: medwatch 3500a MFR. Report number.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Penfill holder was broken [device breakage]. Hyperglycemia [hyperglycaemia] penfill holder was broken which led to incorrect dose [incorrect dose administered by device]. The cartridge holder detach from the pen body [device issue]. The needle attached to the pen in between injections [product storage error]. Dialling clicks to estimate the dose of the product, accidentally or intentional after assembly the patient didn't check the insulin flow [wrong technique in device usage process]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's weight: 88 kg. Patient's height was about 185 or 195 cm.bmi (body mass index): not reported. This serious solicited report from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date , "retinal haemorrhage(retinal haemorrhage)" with an unspecified onset date , "penfill holder was broken which led to incorrect dose(incorrect dose administered by device)" with an unspecified onset date , "penfill holder was broken(device breakage)" with an unspecified onset date , "the cartridge holder detach from the pen body(device component detached)" with an unspecified onset date , "hypertension(hypertension)" with an unspecified onset date , "the needle attached to the pen in between injections.(device stored with needle attached)" with an unspecified onset date , "dialling clicks to estimate the dose of the product, accidentally or intentional after assembly the patient didn't check the insulin flow (wrong technique in device usage process)" with an unspecified onset date and concerned a patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", mixtard 30 hm penfill (insulin human, insulin isophane) from unknown start date for "product used for unknown indication", dosage regimens: novopen 4: mixtard 30 hm penfill: medical history was not provided. Concomitants: using tablets for neuropathy, anticoagulant and multivitamin. On an unknown date, novopen started from 30-40 days and the penfill holder was broken which led to incorrect dose injected so patient suffered from hyperglycemia led to retinal haemorrhage and hypertension. On an unknown date the problem of the pen solved from about 10-15 days, and mentioned that blood glucose level become controlled, hypertension disappeared and his eye condition become better. Patient didn't drop the device or damaged the device while using it and in general reuse the needles (not specified), was advised to change it regularly. Patient reported that the force needed to inject didn't feel different from normal. Patient attached the needle (not specified) to the pen in 180 degree angle (straight on) and the insulin (not specified) used was preserved at room temperature 20-25 degree celsius.the insulin used with pen was mixtard 30 penfill.patient in general reuse the needles and was advised to change it regularly. Patient recently did not change diet or exercise level and not changed from another novopen to current novopen. Patient reported that before experienced the event, the cartridge holder detach from the pen body accidentally or intentional after assembly the patient didn't check the insulin flow and was advised to check insulin flow after assembly. On an unknown date, patient weight was found to be 95 (units not reported). Batch numbers: novopen 4: evg6087, mixtard 30 hm penfill: not reported. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "retinal haemorrhage (retinal haemorrhage)" was recovering/resolving. The outcome for the event "penfill holder was broken which led to incorrect dose (incorrect dose administered by device)" was not reported. The outcome for the event "penfill holder was broken (device breakage)" was not reported. The outcome for the event "the cartridge holder detach from the pen body (device component detached)" was not reported. The outcome for the event "hypertension(hypertension)" was recovered. The outcome for the event "the needle attached to the pen in between injections. (Device stored with needle attached)" was not reported. The outcome for the event "dialling clicks to estimate the dose of the product, accidentally or intentional after assembly the patient didn't check the insulin flow (wrong technique in device usage process)" was not reported. Reporter's causality (novopen 4) - hyperglycemia(hyperglycemia): probable retinal haemorrhage (retinal haemorrhage): probable penfill holder was broken which led to incorrect dose (incorrect dose administered by device): unknown penfill holder was broken (device breakage): probable the cartridge holder detach from the pen body (device component detached): unknown hypertension(hypertension): probable the needle attached to the pen in between injections. (Device stored with needle attached): unknown dialling clicks to estimate the dose of the product, accidentally or intentional after assembly the patient didn't check the insulin flow (wrong technique in device usage process): unknown company's causality (novopen 4) - hyperglycemia(hyperglycemia): possible retinal haemorrhage (retinal haemorrhage): unlikely penfill holder was broken which led to incorrect dose (incorrect dose administered by device): possible penfill holder was broken (device breakage): possible the cartridge holder detach from the pen body (device component detached): possible hypertension(hypertension): unlikely the needle attached to the pen in between injections. (Device stored with needle attached): possible dialling clicks to estimate the dose of the product, accidentally or intentional after assembly the patient didn't check the insulin flow (wrong technique in device usage process): possible reporter's causality (mixtard 30 hm penfill) - hyperglycemia(hyperglycemia): unknown retinal haemorrhage (retinal haemorrhage): unknown penfill holder was broken which led to incorrect dose (incorrect dose administered by device): unknown penfill holder was broken (device breakage): unknown the cartridge holder detach from the pen body (device component detached): unknown hypertension(hypertension): unknown the needle attached to the pen in between injections. (Device stored with needle attached): unknown dialling clicks to estimate the dose of the product, accidentally or intentional after assembly the patient didn't check the insulin flow (wrong technique in device usage process): unknown company's causality (mixtard 30 hm penfill) - hyperglycemia(hyperglycemia): unlikely retinal haemorrhage (retinal haemorrhage): unlikely penfill holder was broken which led to incorrect dose (incorrect dose administered by device): possible penfill holder was broken (device breakage): possible the cartridge holder detach from the pen body (device component detached): possible hypertension(hypertension): unlikely the needle attached to the pen in between injections. (Device stored with needle attached): possible dialling clicks to estimate the dose of the product, accidentally or intentional after assembly the patient didn't check the insulin flow (wrong technique in device usage process): possible the event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Since last submission, case has been updated with the following information: -patient weight and lab data (height) added. -new event: hypertension was added. -new suspect: mixtard 30 penfill added. -causality for the events changed from unknown to probable. -narrative updated accordinly. References included: reference type: e2b company number, reference ID#: (B)(4), reference notes.

Event description:
Case description: investigational results: name of the suspect product: novopen 4. Batch number of the suspect product: evg6087. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not re-turned for examination. Name of the suspect product: mixtard 30 penfill hm(ge). Batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, case has been updated with the following information: investigational results were added for the suspects novopen 4 and mixtard 30 penfill hm(ge). Final report check box was ticked in EU/ca device information tab. Is non-reportable? Field was updated as "no" in device tab. Malfunction field was updated as "no" in device tab. Expected date of follow up report was removed. Imdrf codes were updated (b, c, d, g). Narrative updated accordingly. Final manufacturer's comment: 29-oct-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying hypertension and hyperglycaemia could have contributed to retinal hemorrhage. Incorrect handling of the device and wrong injection technique can affect the functionality of the device leading to hyperglycaemia and its complications. H3 continued: evaluation summary: name of the suspect product: novopen 4. Batch number of the suspect product: evg6087. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.